Event description:
The dentist reported an inherited fractured screw case. The screw is fractured inside of implant located in site #30. The dentist stated that he was able to remove a portion of the gold fractured screw but that portion of the screw was discarded.

Manufacturer narrative:
The product associated with this event was not returned. The fractured portion of the screw remains inside of the implant and the implant remains implanted. Evidence of the fractured screw has been observed through provided radiographs. No lot or order number has been provided for review for the iunihg. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event.